Manufacturer narrative:
Concomitant products: product ID: 3708260 serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# v006610, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Other applicable components are: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID: 3998, lot# v006610, implanted: (B)(4) 2007, product type: lead; product ID: 3550-29, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a device implanted in (B)(6) of 2007 but had it removed in (B)(6) of 2007 because it was causing them too much pain. Information was omitted pertaining to event (B)(6) ¿ pain/lack of effect.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found the battery had reduced capacity due to an overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6)2007 and the battery was charged to 3.805 volts. On (B)(6)2007 the battery had depleted to the "lock" mode (<(> <<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis identified that the ins is functioning within specifications but has reduced capacity due to overdischarge{s}. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. After 1 physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to 1 overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. The ins output was tested at the cut end of the returned extension and no output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.